Event description:
Surgeon found out dislocation of cocr head by x-ray some days later since initial hip bipolar surgery, and so conducted revision surgery. Surgeon said that cone diameter of cocr head looks different and didn't correctly match with stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.